Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Reported events - 2 events were reported for this quarter. Product return status - 1 device was received for evaluation.  1 device was not available to stryker for evaluation. Evaluation status - 1 device evaluation is in progress. Additional information - 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a broken cutting accessory still attached. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale corrected data: 2 total events were initially reported. 1 previously reported event is included in this follow-up record.   Product return status 1 devices were received.   Evaluation status not confirmed 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by corrosion.   Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 2 </noe> malfunction events in which the device had a broken cutting accessory still attached. 2 events had patient involvement; no patient impact.